Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : unk femoral component; unk tibial component. Report source: foreign : (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation, as additional information has been requested from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02411, 0001822565-2021-02412.

Event description:
It was reported a patient underwent a knee revision last month due to unknown reasons. Attempts have been made and no further information has been provided.